Event description:
The reporter did back to back blood glucose tests, within 10 minutes. Rptr's results were 10, 172 and 184 mg/dl. Rptr did not have any symptoms. Control soltuion testing was not done due to unavailability of supplies. On follow up, the rptr stated that rptr checks the confirmation dot for color change and correct blood application to test strip. Reviewed meter cleaning procedures with rptr. No harm was alleged.